Event description:
The customer reported damage to their tandem charging cable, which rendered the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging for a replacement of the damaged charging supplies via 2-day shipping.